Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during an appendectomy under laparoscopy, the bag tore in the abdomen of the patient immediately after insertion of the bag in the abdomen. The trocar used was a 10mn. The surgeon had to extract the surgery piece from the patient without a bag.

Manufacturer narrative:
(B)(4). One (1) defective sample was received on (B)(6) 2019. Decontaminated defective sample was delivered in double plastic bag. The defective sample was examined. From the first look, it is clear, that the bag is leaky. One hole/rupture was found in the bottom part of memobag. The foil is drawn at place of rupture. The rupture was created from the inside out. Multifunction inspections were performed during production and/or packaging of memobag products. Nonconforming products should be detected and immediately scrapped during these inspections. In case of broken bag, such bag should be immediately detected and scrapped. IFU (B)(4) prescribes: large tissue specimens may need to be cut into smaller pieces for removal. The memobag is removing through the trocar incision side. If the contents of the memobag are too large to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. With the memobag at the base of the trocar, withdraw the trocar sheath, memobag and graspers until the closed mouth of the memobag is at the trocar incision site. Continue to remove the memobag through the trocar incision site by hand under direct vision. In the event, that the procedure for memobag removal is not fulfilled, the found defect (broken bag) can be caused. Reported defect can be confirmed. Such hole/rupture cannot be found after bag insertion and opening depending on character of the hole/rupture. The hole/rupture was created from the inside out. As the root cause of this complaint was determined improper method of use on the customer side, no corrective/preventive actions in production are deemed necessary to introduce. Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. This reported incident appears to be directed more at the detailed description of the injury suffered by the patient than what actually might have occurred to cause the bend in the returned cannula. The initial description reflects "a snagging" felt by the dr. When trying to retrieve the trephine needle. The reason for the "snagging" feel was due to a bent biopsy cannula from the needle set, which was returned as part of the sample/s. Then another reference to "a fracture of the distal end coaxial that remained in the body...." Does this discussion indicate a "fracture" of the trephine needle? The trephine needle was inspected under magnification and there was no "fracture" found. Clinical regulatory review states in internal note # 0006 references, "the patient sustained a bone fracture". Continuing with internal note #6, reference, "the doctor only tilted the coaxial needle". Tilting a needle embedded in a bone will in fact bend it. Other references go on to mention fragments of the cannula embedded in the patient. Questions whether surgery was required to remove the fragment, or not. Conclusion: if there is a "fracture of the distal end coaxial", the missing fracture cannot be identified on the sample. If there is a piece of the trephine needle left in the patient, then why all the discussion about the fracture of the coaxial? Based on the convoluted description of the event and the physical inspection of the returned components, this complaint cannot be confirmed as written.

Event description:
It was reported that during an appendectomy under laparoscopy, the bag tore in the abdomen of the patient immediately after insertion of the bag in the abdomen. The trocar used was a 10mn. The surgeon had to extract the surgery piece from the patient without a bag.